Manufacturer narrative:
Follow up report ref to natus complaint # (B)(4). No related capas. Investigation results: this part 023431, natus brain monitor bb holster/arm cart kit, has been in distribution since december 2017 and no injuries have been previously reported. This part along with the cart has been tested and complies to iec 60601-1. It was noted that the pictures sent by the customer that the arm was installed on the hospital bed which is considered off use. This arm is to be installed to natus provided carts or clamps. Root cause: off use; the customer used the arm in a manner that would cause them to come in contact with the part of the arm that if installed correctly would not have caused this injury. Recommended actions: an ecr to be created to investigate ways to reduce the sharp edge of the cable guide on the arm. (B)(4) has been released with description of change to - modify the drawing of the cable raceway parts used on the natus arms to address the potential for sharp corners at the cut ends.

Event description:
Natus brain monitor bb holster/arm cart kit: natus headbox arm that got damaged. The customer noted they had staff members who sustained serious cuts from the sharp edges of the cable guide, posing a significant hazard.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Lot number and UDI# are not applicable. Per (B)(4) rev 74 xltek eeg/psg risk analysis spreadsheet, hazard ID 6.1. Cause: sharp corner, edges or pinch points. Effects (harm): bruise / contusion or abrasion. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device the customer sent pictures of the cable guide. They stated, the edges/corners are sharp. This occurred while repositioning the arm and also cleaning the arm. The cable guide is attached to the arm with thick double sided tape/foam. They are in the process of removing them but it requires time. It is challenging to remove the foam adhesive. Further investigation to be carried out.

Event description:
Natus brain monitor bb holster/arm cart kit: natus headbox arm that got damaged. The customer noted they had staff members who sustained serious cuts from the sharp edges of the cable guide, posing a significant hazard.